Event description:
It was reported that five days post implant a large drop in sensing and impedance was noted on the lead. An x-ray confirmed insulation damage. It was unknown when the damage occurred; however, it was noted that during implantation, no knife or cutting techniques were used. Upon removal of the lead, blood on the lead made the insulation defect easy to spot. The defect was found about 12 cm from the tip of the connector pin. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.